Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that skin irritation resulting in insulin-filled blisters beneath the skin and scarring occurred at the pod infusion site on the abdomen while wearing the pod between 36 and 48 hours. The patient believed that insulin was not being properly delivered and was instead becoming trapped under the skin. The patient manually drained the blisters themselves. No medical intervention or treatment was reported.